Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-10. H.6. Investigation summary: bd received 6 samples for investigation. The samples and retention samples were visually inspected with no issues being identified. The bd IFU (instructions for use) does not provide for any specific yield claims, rather a percent recovery of the patient's whole blood cell count. Yields depend on the patient, the quality of the specimen, and the method used for isolation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally a complaint history review revealed this to be the only complaint on this batch number for the reported defect. This complaint is unable to be confirmed for low yield (viability). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 7 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor separator movement resulting in low viability. There was no report of patient impact. The following information was provided by the initial reporter: customer states they received low viability (only 35 %) when samples processed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 7 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor separator movement resulting in low viability. There was no report of patient impact. The following information was provided by the initial reporter: customer states they received low viability (only 35 %) when samples processed.